Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 3 of 8 mdrs filed for the same event (reference 1825034-2013-02289 / 02290 & 05097 / 05102).

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing cysts were noted. The right posterolateral cyst measured 3.4 x 3.5 x 4.8cm and the left superior cyst measured 4.7 x 3.9 x 4.0cm. These findings were found due to follow up testing.